Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that patient had an infection. Surgeon performed second surgery.

Manufacturer narrative:
Corrected: d4. Update: h6. Due to the nature of the complaint, the observation described in the reported event could not be confirmed. Expanded investigations found no manufacturing or process-related issues contributing to the infection complaint. According to the r&d medpor expert, infections are typically caused by contamination during surgery or by later exposure. This statement, originally made during the investigation of a previous complaint, was confirmed by a stryker healthcare professional. Based on all available information, the root cause of this complaint could not be determined. The investigation revealed no indication of any systematic design, material, or manufacturing-related issues. Therefore, no corrective or preventive actions are deemed necessary at this time. The complaint has been added to the complaint trend.

Event description:
It was reported that patient had an infection. Surgeon performed second surgery.